Event description:
It was reported that four weeks status post placement of adjustable gastric band, patient now presents with a five day history of low grade temperature, dysphagia, and epigastric discomfort. White blood cell count was elevated at 13000, and CT scan was performed, which showed fluid around the band and a small amount of air around the band consistent with a band infection.

Manufacturer narrative:
Date sent: 11/20/2008. Information anticipated, but unavailable at this time. Additional information has been sought regarding the patient, but at this time, no additional information is known.